Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed.